Manufacturer narrative:
A device history record review was completed for the lot number, no defects or imperfections were observed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
The customer reported that needle coming exposed.